Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the competitor right ventricular (rv) lead. During a follow-up, the impedance measurement trends fluctuated up to 1,800 ohms, but none were out of range within the last week. Provocation testing was performed and no noise was produced and the pacing impedance meaurements were approximately 600 ohms. As a result, the patient will continue to be monitored appropriately. No adverse patient effects were reported.